Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) have not been recovered from the field yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor:11/18/2014; electrode belt:03/21/2012. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was nsvt. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three appropriate treatments during vf, and five inappropriate treatments. It was reported that the patient was at a dialysis clinic and was unconscious at the time of the event. Nursing staff and a physician witnessed the event. The patient also received additional treatments at the hospital by the emergency physician. The first treatment was given after a vt rhythm at 235 beats per minute self-converted to sinus rhythm at 60 beats per minute nine seconds before treatment was delivered. The post shock rhythm was nonsustained ventricular tachycardia (nsvt) at 265 bpm. Treatments 2 through 5 were all delivered during nsvt and had post-shock sinus rhythms. Treatments 6, 7, and 8 were all appropriate treatments during vf. The post-shock rhythm after treatment 8 was a sinus rhythm at 85 bpm. The response buttons were pressed during the event after treatment was delivered. The patient went to the hospital and is to receive and ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.